Event description:
No patient involvement. Issue found during testing.

Manufacturer narrative:
, Corrected data: health effect clinical code added to section h6.

Manufacturer narrative:
Other, other text: a sample was received to perform an investigation. A visual inspection of the returned device found liquid crystal display (lcd) leakage. Functional testing was done by filling the tank with water, attaching temperature check, plugging in line cord, and turning on power switch. The device passed the safety electrical test. The reported problem could not be confirmed. The printed circuit board (pcb) was replaced due to leakage in the lcd. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No root cause could be determined as the reported problem could not be confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the electrical safety resistance was high on the level 1 hotline low flow system (hl-390). No patient injury or complications were reported in relation to this event.